Event description:
It was reported that during an attempted implant with multiple positions, no capture was noted on the right atrial (ra) lead. After replacing it with a new ra lead, the parameters were normal. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with all four tines intact and undamaged. Final analysis did not find any anomalies.